Manufacturer narrative:
The patient was sent home with the s-ICD system deactivated and will be seen again at a later date where the physician will determine the next course of action. At this time, the s-ICD system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is august 27, 2015.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received thirteen inappropriate shocks since the s-ICD system had been implanted the day before. The patient has been hospitalized in the intensive care unit (ICU), intubated, and the s-ICD has been turned off. It was also reported that this patient has diabetes and is in very poor health. Both of the patient's legs have been amputated below the knees and the patient is also on dialysis. During implant, the automatic set-up was performed and initially the primary vector was chosen; however, the automatic set up was run a second time and chose the alternate vector. The alternate vector was programmed. Induction testing was not performed due to the patient's health. A memory download was performed and sent to boston scientific technical services (ts) for review. It was noted that the r-waves were extremely small which resulted in t-wave oversensing and the subsequent inappropriate therapy. X-rays were also performed and evaluated. The ts consultant noted that the electrode tip has curved and started to migrate toward the s-ICD, which is most likely the reason for the oversensing. Revision options were discussed and the physician will review this option with the patient. The patient has also expressed mental trauma from the inappropriate shocks and does not want therapy to be turned back on. A revision was performed and the electrode was repositioned; however, the physician has not turned therapy back on due to concerns of potential air entrapment at the incisions. It was also reported that one of the vectors showed an out of range reading during automatic set up and manual vector selection had to be performed. The primary vector was selected. No additional adverse patient effects were reported.